Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, upper abdominal pain, painful intercourse, painful urination, urinary retention, scarring, nocturia, occasional feces leakage, mesh erosion, additional surgical procedures, urinary leakage, and urinary tract infections. No further information has been provided.